Manufacturer narrative:
(B)(4).

Event description:
During a right hip arthroscopy - labral repair, the surgeon was using a 2.9mm bioraptor anchor. The surgeon attempted to hammer in the anchor, however, the tip of the anchor moved, the surgeon indicated this was his fault. Halfway into the bone hole, the anchor broke and the surgeon was required to use another anchor. The surgeon did not want to sacrifice anymore bone, and drilled a hole next to the broken anchor which he felt would give the second anchor better fixation. The issue created a 5 minute surgical delay. No patient injury or discomfort to the patient was reported as a result of this event.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection confirmed that the distal third of the anchor is missing. The anchor appears to have been bent during insertion as the threads/barbs on the remainder of the anchor are compressed towards one side of the anchor body. These findings are consistent with the surgeon's remark in the reported complaint that the tip of the anchor moved during hammering of the anchor. No details regarding the site preparation were provided. However, per the IFU 10600304 'IFU instructions of use:, when using bioraptor 2.9 mm suture anchors, use a smith & nephew 2.9 mm drill guide, 2.9 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion site. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Based on these observations, no root cause related to the manufacture of the device can be established. (B)(4).